Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2013 due to fracture of the patella. The patella was removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur as result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ under warnings states, "malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Examination of returned device found no evidence of product non-conformances.